Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device code (B)(4)- insertion failure

Event description:
It was reported that during an attempted implant, high impedance measurements were observed. When the physician attempted to pass through the lead with the guidewire there was resistance. Another lead was used. There were no adverse consequences to the patient.